Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to pain. It was found that the right cylinder had perforated through the meatus. The right cylinder was explanted and the tubing capped. The left cylinder remains implanted and in use. No further patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to pain. It was found a perforation of right cylinder through meatus. The right cylinder was explanted and the tubing capped. The left cylinder remains implanted and in use.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with ambicor penile prosthesis (app) procedures and are noted as such in the app instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the app instructions for use (IFU) was reviewed. The patient symptoms pain and perforation were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.